Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable. Surgical intervention may be taken in the future to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.